Event description:
Fire dept personnel were attending to a pt in cardiac arrest. While monitoring the pt, the lcd allegedly blanked out momentarily however came back on. Treatment was continued and the pt was shocked into asystole. External pacing was attempted, however because there was a lack of mechanical capture, CPR was started. Reportedly the device recognized the chest compressions as intrinsic beats and would not deliver a pacer pulse. The pt was not resuscitated.